Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated procedure. Upon review, it was found the right ventricular lead was oversensing noise. No intervention was performed and the lead remained implanted. The patient was stable and would be monitored.

Event description:
New information received noted that during the unrelated procedure, an insulation anomaly was found on the right ventricular lead. The location of the insulation failure was unable to be found. The lead was capped and replaced on (B)(6) 2019. The procedure was successful and the patient was stable.